Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-jan-26. It was reported that the root cause of the lead migration was unknown; the patient stated to the rep that they were getting rib stimulation and talked to a doctor about it. It [lead] possibly have moved or changed stim at which was the point the doctor sent the patient for a thoracic spine x-ray. The patient¿s pain in the thoracic rib area was resolved via reprograming and the patient was receiving effective coverage in their legs. There was no other known information by the rep reported. There were no further complications reported or anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977c265, serial# (B)(4), implanted: (B)(6) 2017, product type lead.

Event description:
Information was received by a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that around (B)(6) 2017, the patient's paddle lead had migrated. It was reported the lead was now on thoracic vertebra t8, and the t9 nerve root was already herniated, which makes the patient's pain worse in the ribs on the right side. It was not specified if the symptoms occurred suddenly or gradually. It was reported the patient needed reprogramming to get coverage in their legs. The patient also wanted the coverage in the thoracic area (ribs) shut off because the "paddle" was touching the patient's spinal cord area. It was noted the patient had a x-ray (B)(6) 2017. It was requested to have a manufacturer representative (rep) meet with the patient for the reprogramming. A rep was notified and reported they will be meeting with the patient at their new pain management doctor's office. No further complications were reported or anticipated.